Event description:
In a pacemaker implantation procedure that occured on (B)(6) 2017, the subject atrial lead was implanted in the patient¿s atrium. The procedure was completed after it was confirmed by a pacemaker check that there were no abnormalities related to the implanted pacing system. On (B)(6) 2017, increase of the atrial threshold was confirmed on a pacemaker check, and the location of the pacemaker was found to have moved to the lower side inside the pacemaker pocket. As the patient was an obese woman, it was considered micro dislodgement of the atrial lead occurred because the lead body was pulled when the pacemaker moved downward along with the surrounding skin, which was pulled down by gravity when she stood up. Although there were no abnormalities in other parameters than the atrial threshold, it was decided to replace the atrial lead. On (B)(6) 2017, a replacement procedure of the atrial lead was performed. The subject lead was explanted and replaced with a screw-in lead. The use of the ventricular lead was continued as there were no abnormalities related to it. After being explanted, the subject lead was disposed of at the hospital. On (B)(6) 2017, a pacemaker check was performed and it was confirmed that there were no abnormalities.

Event description:
In a pacemaker implantation procedure that occured on (B)(6) 2017, the subject atrial lead was implanted in the patient¿s atrium. The procedure was completed after it was confirmed by a pacemaker check that there were no abnormalities related to the implanted pacing system. On (B)(6) 2017, increase of the atrial threshold was confirmed on a pacemaker check, and the location of the pacemaker was found to have moved to the lower side inside the pacemaker pocket. As the patient was an obese woman, it was considered micro dislodgement of the atrial lead occurred because the lead body was pulled when the pacemaker moved downward along with the surrounding skin, which was pulled down by gravity when she stood up. Although there were no abnormalities in other parameters than the atrial threshold, it was decided to replace the atrial lead. On (B)(6) 2017, a replacement procedure of the atrial lead was performed. The subject lead was explanted and replaced with a screw-in lead. The use of the ventricular lead was continued as there were no abnormalities related to it. After being explanted, the subject lead was disposed of at the hospital. On (B)(6) 2017, a pacemaker check was performed and it was confirmed that there were no abnormalities.